Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the tube was attached to the holder, blood flowed backwards."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the tube was attached to the holder, blood flowed backwards."

Manufacturer narrative:
H6: investigation summary bd received one samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed however puncture mark being seen in the stopper. Bd japan did conduct a draw test on the sample with no colored water being drawn in the tube. Additionally, 10 retention samples from bd inventory, were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill in the photos; however, a puncture mark was seen in the photos. The failure mode could not be duplicated in the retention testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when the tube was attached to the holder, blood flowed backwards."